Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have cause the reported issue, and no issue were noted. The reported condition was verified. The cause of the reported condition was undetermined; however, the probable cause of the rupture was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. The bladder rupture occurred during patient infusion at the hospital. The device was filled with using a syringe with unspecified medication. There was no patient involvement. No additional information is available.